Event description:
Procedure type: unk. According to the reporter: the balloon would not inflate. Used another smbttovl to finish the case. No patient injury was reported.

Manufacturer narrative:
(B)(4).